Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial/ final report. On may 15, 2018, it was reported that the device was returned for preventative maintenance and upon inspection found the parts were damaged on the meshgraft and the ratchet gear was jammed. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) (B)(4) implemented a serial number logbook to correct this issue. Medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the vdoc service portal. Product review of the meshgraft ii by medicrea on may 24, 2018 revealed that there were parts damaged on the device and the ratchet gear was jammed. Repair of the meshgraft ii was performed by medicrea on (B)(6) 2018 which included replacement of the cutter, side plate, roller, screw and ratchet gear. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that there were parts damaged on the device and the ratchet gear was jammed. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that there were parts damaged on the device and the ratchet gear was jammed. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Device was returned for preventative maintenance and upon inspection found the parts are damaged on the meshgraft and the ratchet gear is jammed.